Event description:
Six months after heartware lvad implantation. The patient experienced a change of power source in the controller earlier than expected followed by a critical battery alarm (pump stops). Preliminary logs files review confirmed the pump stops. All the batteries and controller were removed from the patient and a new set was supplied. There were no injuries associated with this event.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue. No additional information will be forthcoming. This is one of two reports (3007042319-2013-00194 and 458) submitted for devices related to the same event.